Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was filled with 200 units of insulin and a minimum fill alert occurred. Customer's blood glucose (bg) level was 500mg/dl with trace ketones. Customer treated elevated bgs with insulin injections. Contact reported that customer did not have any humalog insulin left and would revert to injections. Multiple attempts were made to follow up; however, the customer did not respond.